Event description:
This 51-yr-old pt had bilateral breast augmentation in 1976. The pt in the past 2 yrs has developed significant breast pain. She has developed tingling in the hands and elsewhere in the body as well as memory loss. She had arthralgia, chiefly the right shoulder area. The pt had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.